Manufacturer narrative:
B1: added adverse event. B5: added clinical review. H1: corrected to serious injury. H6: omitted code f26 and added code f1903.

Event description:
An impella cp was inserted via the femoral artery to support the 60 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. The cp was inserted to vent the primary support device of extra-corporeal membrane oxygenation (ECMO). The underlying medical history was not shared. On the 4th day of support the team contacted abiomed support to discuss and troubleshoot a purge system leak. The team tried to troubleshoot this by placement of a bypass to the purge sidearm. On day 5 the team made decision to explant the pump and leave the patient on the ECMO support alone. The impella device was removed without any observed impact on the patient¿s hemodynamic status.

Event description:
The complainant reported there was a leak at the yellow luers connection in the purge system of their impella cp. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d3 MFR fax number added. D9 device return date added. G1 MFR site name, aachen, removed.